Manufacturer narrative:
This supplemental report was created to capture additional information in b5 event description and h6 device codes.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance anomaly. This lead was out of service and replaced. No additional adverse patient effects were reported. Additional information received indicates that the lead was repositioned 3 times in the left bundle branch (lbb) area.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance anomaly. This lead was out of service and replaced. No additional adverse patient effects were reported.